Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial middle portion of the lead measuring 36.5 cm was returned for analysis, with no conductor cables returned. External insulation abrasion was noted from 2.9 cm to 3.0 cm from the proximal end, consistent with friction against another implantable device or feature of the heart. Internal insulation abrasion was noted from 12.5 cm to 13.4 cm from the proximal end. All other damage found was sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.